Event description:
It was reported that the device needed a downstream occlusion seal replacement. The device evaluation identified a faulty downstream occlusion sensor seal. There was no patient involvement.

Manufacturer narrative:
One device was returned for investigation. Visual and functional testing was performed. The reported complaint was confirmed through the faulty downstream occlusion (dso) seal. The dso seal was replaced. Review of event log found no relevant information. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair.